Event description:
Per the clinic, the device was explanted on (B)(6) 2025 under local anesthesia due to skin flap necrosis and extrusion of receiver stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.